Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant the right ventricular lead exhibited noise. The lead was removed and a new lead placed successfully. The patient was stable.